Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded atrial tachycardia response (atr) episodes that seemed to be due to myopotential oversensing. Atrial noise and oversensing could be reproduced with pectoral contractions. A non-sustained episode was recorded that appeared to be due to noise. Pacing inhibition was noted. The noise could not be reproduced on the ventricular channel. The patient implanted with this crt-d has reported feeling dizzy. Programming the atrial sensitivity to less or least did not resolve the issue.